Event description:
It was reported that two 512s were used during a laparoscopic hernia. It was reported by the affiliate that the gasket was torn on both devices. There was no consequence to the patient.